Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. A product investigation was conducted. Visual inspection: the viper universal poly driver (part #: 279734000, lot #: mi56298) was received at us cq. The distal tip of the device was clearly broken off as evidenced by the lack of a threaded tip and shear marks. No fragment was returned. No other defects were identified. The complaint condition of stripped/threaded can not be confirmed as the broken off fragments were not returned for evaluation. Dimensional inspection: shaft diameter just proximal to breakage was measured and this measurement is conforming per relevant drawing. Document/specification review: relevant drawing(s) reviewed: (current & manufactured revisions) manufacturing record evaluation: the received viper universal poly driver (part #: 279734000, lot #: mi56298) was manufactured by depuy spine on 09-mar-2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the complaint was not confirmed for the received viper universal poly driver (part #: 279734000 lot #: mi56298) as the distal tip of the device has clearly broken off but no fragments were returned to us cq for evaluation. Although no definitive root-cause could be determined, it is possible that the device encountered unintended forces during use/reprocessing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi56298 was released in a single batch. Batch1: lot qty of 83 units were released on 09 mar 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during the cleaning process it was noted that the tip of the viper universal poly driver was blunted. There was no surgical delay since another device was available. There was no adverse patient harm. During manufacturer's investigation of the device on december 13, 2019, it was noticed that the distal tip of the device was clearly broken off as evidenced by the lack of a threaded tip and shear marks. No fragment was returned. This is report 2 of 2 for (B)(4).